Manufacturer narrative:
(B)(4). Device lot number not provided/unknown. Device not returned for evaluation

Event description:
It was reported that the hex tool (hxlgr1.25) tip fractured off in the fixture mount transfer. They were able to complete the procedure with another implant.

Manufacturer narrative:
A 1.25mm hex tl,long gemloc hex driver was returned for inspection. The device shows signs of wear consistent with use upon visual inspection. The hex tip is confirmed to be fractured and no longer function. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: prepare the implant for healing ¿ step 7. Locate the surgical cover screw in the cap of the inner vial. Using the 1.25mmd hex driver with gemlock retention, engage the cover screw and push down to open door in inner vial cap. With the gemlock hex driver still engaged, remove the cover screw, carry it to the surgical site, and thread it into the implant. Suture the soft tissue over the implant or, alternatively, around a healing collar for one-stage implant placement. The alleged complaint is confirmed and a root cause cannot be determined.